Event description:
The lay reporter contaced lifescan (lfs) in 2006 alleging high readings on the her one touch basic enhanced meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached by telephone for further clarification. The reporter mentioned on that same day at around 2:30am the patient was jerking and was incoherent. She treated the patient with glucose and contacted emergency services. While waiting for the paramedics she tested the patient's blood glucose on her meter and received an 81 mg/dl. When the paramedics arrived they tested the patient on their meter and received a 30 mg/dl and treated with an IV. The test strips were in good condition and not expired. The patient had been cleaning the meter incorrectly. Cleaning the meter incorrectly can lead to false blood glucose reading. A quality control test was not done since the patient did not have control solution. The patient had been cleaning the puncture area incorrectly. Customer care advocate (cca) sent the patient a replacement meter. The reporter also mentioned that she had another meter which was not used at the time of the incident and the patient received an 81 which was a check strip test and not a blood glucose reading. The patient was treated for hypoglycemia by a medical professional.